Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 182 mg/dl. The customer reported that the contacts on the battery cap was neither missing nor damaged. The troubleshooting was performed and display was not returned after pump restart. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan the insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display during testing. (B)(4).